Event description:
It was reported that during the case, it was noticed that the patient's blood pressure decreased. An echo was done to confirm pericardial effusion. At this time, the patient was given drugs and fluids to try and stabilize. No further procedures had been performed. The patient was in holding to see if the drug worked or if they would have to do a procedure. No further information was available regarding the event.

Manufacturer narrative:
(B)(4). Concomitant biosense webster products used during the procedure. Carto 3 system: model no: m-4800-01, serial no: (b)4). Stockert 70 system: model no: m-5463-01, serial no: st- (B)(4). Ez steer coronary sinus catheter: catalog no: bd710df282rts, lot no: 15159496. Navistar electrophysiology catheter: catalog no.: ns7tcel174hs, lot no: 14027979. The second navistar catheter with lot 14027979 had a deflection issue. The adverse event occurred after this catheter was replaced. It was reported that the patient's blood pressure decreased and suffered a pericardial effusion. The catheter was tested and passed visual, deflection, electrical, temperature and generator tests. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.